Event description:
It was reported that the poly insert would not look down on the baseplate. Used another insert worked fine.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding seating/locking issues involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: the subject tibial insert was returned damaged. The plastic portion of the anterior locking feature is split and the locking wire deformed. These damages are consistent with use of a sharp edged instrument to pry the partially assembled insert from the baseplate. Inspection of the posterior locking features noted deformation to the left locking tab, when viewed from the top anterior side of the insert. The deformation is consistent with incomplete seating of the posterior portion of the insert into the baseplate prior to applying force to seat the anterior portion. The reported failure to fully seat and lock is attributed to incomplete seating of the insert during assembly. The bearing surfaces of the insert are in an undamaged, as-manufactured condition. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the inspection guide sheet did not indicate any evidence of a dimensional issue. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the device was returned for analysis. Damage was identified around the insert locking mechanism which is consistent with attempts of implantation. There was no evidence of a dimensional issue on review of the device history record and there has been no other events for the reported lot. No further investigation is required.

Event description:
It was reported that the poly insert would not look down on the baseplate. Used another insert worked fine.